Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The field suspected the s-ICD can had migrated from its original implant position, thus contributing to the delivery of inappropriate therapy. As the patient's therapy needs have changed, the s-ICD system will be explanted and replaced with a transvenous system soon. At this time, the s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient had actually received two inappropriate shocks due to oversensing and low amplitude morphology measurements. Testing of the system was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The field suspected the s-ICD can had migrated from its original implant position, thus contributing to the delivery of inappropriate therapy. As the patient's therapy needs have changed, the s-ICD system will be explanted and replaced with a transvenous system soon. At this time, the s-ICD remains in service and no adverse patient effects were reported.